Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, probable causes considered include damage or deterioration of parts, environmental factors such as dust, dirt, or humidity, optical issues, overheating, and electrical problems such as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the image on the monitor appeared inverted. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date. Additional information: h4.

Event description:
No additional information received from the customer.